Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint of "the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the reported (ua) 07 error was the defective load cells. As reported, the autopulse platform was dropped on the ground by the customer. Therefore, the broken/damaged covers and defective load cells were attributed to user mishandling. The reported complaint of the back of the platform handle was observed to be broken and the device makes a rattle noise was confirmed during the visual inspection of the returned platform. The front enclosure was observed to be cracked. Further visual inspection revealed that the top cover had multiple cracks, unrelated to the customer's reported complaint. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling. The damaged covers were replaced to address the issues. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that both load cell modules exceeded normal parameters and were replaced to remedy the (ua) 07 error. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for the autopulse platform with serial number (B)(6) .

Event description:
During the shift check, the autopulse platform (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. In addition, the back of the platfrorm handle was observed to be broken, and the device makes a rattle noise. The crew suspects the board was dropped. No patient involvement.